Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported that during a procedure the sheath separated from the hub. Another device was opened and used to complete the procedure. No unintended section of the device remained inside of the patient and there were no additional procedures related to this event. There were no adverse effects on the patient due to this event.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The coaxial sheath system was returned. The hub had separated from the introducer sheath. Investigation revealed a sheath flaring which was conforming to specifications. A similar test fitting was attached to the complaint sheath and even by strong pulling the fitting did not slip the sheath. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. It is likely, however, that operational context contributed to the event. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.